Event description:
Per the clinic, the rechargeable battery was found to have expanded within its casing. The equipment was removed from service and a replacement was sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).